Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that the water level exceeded the maximum water level line of an mr290 humidification chamber after connection to a water bottle.this occurred prior to use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected for damage, assembly errors, or obstructions and connected to a water bag to test performance. The chamber was then disassembled and a dimensional verification was performed on individual components. Results: no fault was found with the mr290 chamber during the visual inspection. During the performance test water was fed into the chamber and it stopped filling below the maximum fill line. The float was operating correctly and the chamber performed within specification. The dimensional verification revealed all dimensions were within specification. Conclusion: the water level inside the chamber should not exceed the maximum fill line. We were unable to replicate the reported incident and are therefore unable to determine the cause of the reported event. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that the water level exceeded the maximum water level line of an mr290 humidification chamber after connection to a water bottle. This occurred prior to use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290 has been received at fisher & paykel healthcare and is currently being investigated. A follow-up report will be submitted upon completion of this investigation.